Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen illegible and unusable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery, and the device was set to be returned within seven business days, with a replacement pump pending shipment.